Event description:
Coiling treatment was conducted of an aneurysm. It was reported that the coil prematurely detached within the microcatheter. The coil and catheter were removed successfully. No injury was reported with the pt as a result of the procedure.

Manufacturer narrative:
Sample analysis: the device is reported to be available. However, it has not been received to date. The root cause of this complaint cannot be determined at this time. An eval will be performed once the device is returned. (B)(4).